Event description:
It was reported ", helium loss during the use, it impossible to maintain normal working pressure and function. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the peel away sheath was noted on the iabc outer lumen. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was noted within the helium pathway. No visual damage was noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 26.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss during the use" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found the on the iabc bladder, which allowed blood to enter the helium pathway and resulted in the helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss during the use, it impossible to maintain normal working pressure and function. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".